Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical product: dtpc2d4 crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.